Event description:
It was reported that during flight, the ventilator had an intermittent failure to ventilate and an intermittent failure to adjust the settings. It is unknown if the ventilator had an audible alarm when the reported problem occurred. The ventilator was swapped with another unit. Once back at the base, the ventilator was tested on a test lung and the unit exhibited the setting problems more frequently. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed final test and initial alarm volume test. The customer reports the event occurred on (B)(6) 2015. A review of event trace indicates several ¿blower demand exceeded alarm¿ conditions which occurred on (B)(6) 2015. These "blower demand exceeded alarm" conditions are preceded by alarm conditions that indicate the presence of a significant patient circuit leak. These preceding alarm conditions include "low ve alarm", "low ppeak alarm", "low peep alarm", and "high breath rate alarm" which repeatedly trigger then recover along with the "blower demand exceeded alarm" condition. The presence of a patient circuit leak in excess of the 30lpm leak compensation capabilities of the ptv ventilator can result in continuous peak blower operation while the ventilator attempts to meet the breath requirement settings of the patient.